Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt alarms and check therapy electrode alarms) have been confirmed. Upon investigation the white pulse wire and the brown (-5v) wire were found to be open in the trunk cable, causing the reported alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy pad messages and adjust belt messages. The pt was issued a replacement electrode belt.